Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseyf005 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (aseyf005) have been reported from the same facility.

Event description:
It was reported "patient was at home with continuous blina infusing. Mom noticed blood backing up into the line and noticed some leaking at the connection site. Once in the clinic and port needle was de-accessed rn flushed needle and noticed saline squirting out of a hole near the plastic safety device of the needle. Patient had a delay in receiving his continuous infusions and had to experience another port needle access."